Event description:
It was reported to philips that the device was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting. A review of the system logfile confirmed the reported problem. Upon functional testing, the fse found a burnt fuse f4 on the ny1 board. To resolve the issue, the fse replaced the fuse. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.